Event description:
A clinical nurse specialist reported to a sales rep difficulty inserting flexi-seal. They attempted to inflate the balloon but it would only fill to 15 cc. The nurse reported "copious liquid stool pouring around the flexi-seal even though trouble shooting techniques were used." The balloon was later deflated and removed. There was no harm to the pt. A second device was successfully inserted.

Manufacturer narrative:
Based on available info, this is deemed a reportable malfunction. The medical determination is that a recurrence of this malfunction is likely to lead to or contribute to a serious illness in the leakage of fecal material from the device exposes the pt to the risk of wound contamination which may result in wound infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared with other methods, the possibility cannot be completely ruled out. The product insert under precautions and observations warns end users to provide for skin care and interventions as some 'leakage of stool around the device' is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination. It was reported that the balloon was deflated and removed. The device was replaced with no harm to the pt. No add'l pt/event details are known at this time. A return sample is not expected.